Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen and the keypad became unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 142 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. No ramping numbers noted on the display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted.